Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error and blank display. The customer¿s blood glucose level was unknown. The customer reported that they received a motor error alarm and also had blank display. It was reported that the customer declined troubleshooting for fluid in the insulin pump. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm during testing noted. The motor was tested out side the device and passed. Insulin pump passed self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm were noted. No anomaly blank display noted.